Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An employee reported inaccurate readings with a cataract procedure. Additional information has been requested.

Manufacturer narrative:
The field service engineer cleaned the optical path but an optic fell out of the aberrometer. The aberrometer was subsequently replaced to resolve the issue. The replacement system was tested and found to meet specifications. The system was examined and the reported issue was not replicated. Based on assessment, the product met specifications at the time of release. A visual assessment of the returned aberrometer sample showed discoloration on the outside. The aberrometer was connected to a known good cart and tested. The aberrometer verification tests failed. The aberrometer optic was found to be loose. However, the loose optic is not related to the reported event. Further investigation of the sample revealed the laser to be out of alignment. The root cause of the reported event can be attributed to the misaligned laser. How or when the laser became misaligned cannot be determined conclusively. (B)(4).